Event description:
After further review of the information provided it was determined when a system message is present the phacoemulsification stops based on design and it is not considered a nonconformity of the handpiece.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that phacoemulsification handpiece did not present with both ultrasound and torsional. The handpiece was replaced and the procedure was completed. There was no patient harm.